Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h4 and the legal manufacturer's final investigation results. Based on the results of the investigation, the likely cause of foreign material on the air/ water cylinder or channel was unknown and the foreign material inside the light guide (lg) lens was likely caused by physical stress such as hitting/dropping distal end or chemical stress such as chemical solution used made lg-lens glue peeled off, then moisture invaded there and corroded; however the definitive root cause for all foreign material found could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: detection method is described in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are described in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the air water cylinder, the air water tube, and inside of the light guide lens. There were no reports of patient involvement.